Manufacturer narrative:
Date of event the exact date of the event is unknown, estimated as first date of month prior to procedure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it did not inflate, which led to a surgical intervention. During surgery, a tear was found in the proximal end of the cylinder, which caused fluid loss. This anomaly is suspected to be related with long term use of the device. No patient complications were reported.